Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states they cannot clear the alarm. The customer's blood glucose at the time was 487mg/dl. The customer states that they treated the high levels with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer is being sent a continuation of therapy pump. The customer declined to troubleshoot for keypad anomaly and for high blood glucose.